Event description:
It was reported to boston scientific corporation on september 30, 2005 that a esophageal covered stent (model unknown) was used during a stent placement performed approximately four months prior (patient age, gender and weight are unknown). According to the complainant, after the stent was placed, and for a two week period, the patient was showing signs of the same symptoms. The physician did a barium swallow and noted the device was leaking at the covered portion. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
According to the complainant, the suspect device is implanted in the patient and thus not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Device implanted in patient